Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly calcified blood vessel. A 5.00mm/2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at first inflation with a pressure of 4 atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was good post procedure.